Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. It is stated in the closed reduction operative note from (B)(6) 2012 that the patient has dementia along with noncompliance, placing the hip in compromising positions leading to four different dislocation events. No product problem suspected. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states that the patient had a dislocation. *** update - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 due to dislocation. Also, it was a hip dislocation, rather than a knee dislocation as originally indicated. Also, the correct doi is (B)(6) 2011.***

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.